Manufacturer narrative:
The reported event of premature release was confirmed. As received, a complete catheter was returned in one piece with blood noted at the distal cap. Visual inspection found the tether knob was in aligned position, but the bullets were misaligned. X-ray examination found the release tether appeared to be slipped from the release screw. The cause of the reported event was due slipped tether.

Manufacturer narrative:
Correction: h6 - component code.

Event description:
Related manufacturer report number: 2017865-2023-22139. It was reported that the device prematurely released from the delivery catheter during implant while in tether mode. The device was considered to be successfully implanted after prematurely releasing and no additional intervention was performed to resolve the event. The patient was in stable condition.